Manufacturer narrative:
The investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator was difficult to charge however the patient did not lose therapy during this time. Patient last successfully recharged on (B)(6) 2019. The device was explanted, and a new device was implanted as a result to resolve the issue. Therapy was restored post procedure. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.